Event description:
The patient stated that part of the display was missing from his infusion device. The device had never been used. The patient insisted on using the device event though he could not read all of the display screens. A company representative assisted the patient in setting up the device and upon setting the time and date, the device would not move past year 2010 and the patient was not given the option to choose year 2006. While setting up the basal rates, the patient was not able to scroll past 1.0 unit/hour in the menu and the infusion device would default back to 1.8 unit/hour despite several attempts to change it. The patient's basal rate is set to either 0.8 or 0.6 depending on the time of day. The patient stated that he did not have any long acting insulin and he would not be able to reach his physician and he lives 2 1/2 hours from "anything." The patient set a 50% basal rate decrease of 1.8 units per hour in order to continue use of the device. Upon follow up, the patient stated his blood glucose had been high at 260 mg/dl. He reported no symptoms of high blood glucose. His normal rang is 140-180 mg/dl. The patient stated he bolused to lower his blood glucose. The patient insisted on continuing to wear the insulin pump until his replacement device was received. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.